Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leak and heart failure symptoms. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was deployed in the medial side of the a2/p2. A second clip delivery system (cds) was advanced to the left atrium; however, the patients systolic blood pressure dropped to 60 systolic. The right atrium (ra) was noted to be dilated and the right ventricle (rv) looked sluggish. The patient had oxygen deficiency (hypoxia) and was supported by anesthesia with epinephrine and an increase of oxygenation. The procedure was continued and the second clip was deployed with a good mr reduction. The cds was removed and the patient was stable. The right ventricle and right atrium normalized. The patient oxygenated normally. Two clips were implanted, reducing mr to 1. The cause of the patient decline is unknown, but air was suspected. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 1697 labeled. Device codes: 2993 labeled na. (B)(4). Correction: device code 1354 removed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported air embolism, hypotension and heart failure could not be determined. The reported patient effects of hypotension, heart failure and air embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.